Event description:
According to the event description: "the pse administered the heparin dose faster than the initial rate: pse administered at 4 p.m. On friday, (B)(6) 2025, programmed rate of 1 ml/h pse completed on saturday, (B)(6) 2025 at 10 a.m., rate recorded on the pse as 1 ml/h, therefore administration over 16 hours instead of 24 hours."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313.